Manufacturer narrative:
The insulin pump was received with normal operating currents and passed the self test along with the unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery tests. The insulin pump primed properly. There were no prime/fill anomalies noted during testing. The following physical damage was found: cracked battery tube threads, minor scratched lcd window, and a scratched reservoir tube window.

Event description:
The customer reported via phone call that she changed her infusion set and insulin squirted out. The patient's blood glucose at the time of incident was 400 mg/dl, which they treated via manual insulin injection. Troubleshooting was initiated for the prime and rewind issue. The customer confirmed that they were stuck in the rewind complete/bolus delivery loop. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.